Manufacturer narrative:
Concomitant medical devices: 459878, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible loss of capture, far field r-wave (ffrw) oversensing and sensing failure. The lead remains in use. No patient complications have been reported as a result of this event.